Event description:
It was reported that the patient experienced pacemaker syndrome due to single chamber fixed rate pacing. It was noted that the right atrial (ra) lead exhibited high thresholds, no capture and high impedance after breast cancer surgery. The lead was revised and remain in use. No further patient complications have been reported as a result of this event.